Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the pipeline flex with shield was returned to medtronic. The device was observed to be returned within the catheters. For further examination, the device was pushed from the catheter with no issues. The distal and proximal ends of the pipeline flex shield braid was fully open and moderately frayed. The middle section of the braid was fully open with no damage. No other anomalies were observed. The investigation determined that there was insufficient information to determine the cause of the event. Based on device analysis, the reported incident could not be confirmed and the root cause could not be conclusively determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section d. Brand name: pipeline flex with shield technology model number: ped2-450-10 mdrs related to this event: 2029214-2019-00399. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex failure to open during a procedure. The patient was undergoing treatment of a left ica, unruptured, saccular aneurysm. The distal landing zone was 3.5mm and the proximal was 4.5mm. The anatomy was reported to have been normal. The reported device and the accessory devices were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was reported that during the procedure, access was easy. The ped was deployed; the device started opening. The device was partially resheathed once to move the ped into the planned landing zone and started to implant the device. Ped started with good wall adaption, but in the mid part it did not open completely. Even with resheathing and manipulating of the catheter and guide catheter it was not able to get a wall adoption. It was decided to remove the device. No patient injury was reported to have occurred.